Manufacturer narrative:
This product is not marketed in the us. Claim#:(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -07.50/1.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.